Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is hospitalized. It was stated that the endocrinologist said that the insulin pump is not delivering insulin. Customer was feeling sick and tired and noticed that she had high blood glucose; thought maybe it was stress. Customer treated with 20 units of manual insulin injection and checked later and level was still high. Blood glucose at the time of the admission was over 600 mg/dl; current level is in the high 500 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer had already removed the infusion set and the cannula was not bent or occluded. High pressure test not performed as the customer didn't have the tubing clamp. Nothing further reported.